Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician noted foam particles in the device assembly. The device was repaired and passed a final inspection.